Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. The customer stated they have changed the infusion set three times, but the alarm persisted. Customer's blood glucose was 439 mg/dl. Customer did not treat for their blood glucose at the time of the call. Troubleshooting found the customer's drive support cap was flush. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement and rewind tests. The pump gave a motor error alarm during the basic occlusion test, and gave another alarm during the prime test due to a loose/protruded drive support. The pump had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a stained end cap sticker.